Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient claimed when they ended a session with the myotherapy app, the communicator turned off and the stimulation turned off. When technical services was added to the call, the patient was not in an active session and they stated the ins was off. The patient was instructed to enter a session with the myotherapy app, it showed the stimulation was on and the amplitude was 1.7. The patient was instructed to end the session. The patient claimed the stimulation shut off again. When they interrogated the ins, they said that it now showed stimulation was off and they had to turn it back on. The patient increased stimulation to 2.0 so they would be better able to feel the sensation. When they ended the session with the myotherapy app, they reported they weren't sure if they could feel stimulation. Afterwards, the caller stated that now the patient reported they were able to feel stimulation and the therapy app was off. The caller reported the patient had a follow-up on march 26, so they were going to have the patient continue to use stimulation and they would call back at the follow-up if necessary. The caller called back and reiterated issues with 'stim going off' after 10 minutes when the phone screen went blank. It was reviewed that even when the phone and communicator were off, the implant still functioned. The patient insisted that the stim went off and they had to turn it back on. After further review is was realized that the patient may be confusing the communicator on/off button and referring to the communicator as the stimulator. A callback was attempted, but patient services couldn't get through. Additional information was received. The reported event was a loss of stimulation sensation after 2 hours. The patient was in the prison system and wrote a letter stating that the device stopped working after 10 minutes, it was unknown if therapy benefit was lost. It was reported the patient had a follow-up appointment of february 19th as they had been implanted on (B)(6) 2019. Troubleshooting could not be done at this time. The medical director at the prison called and indicated the therapy was working very well and successful after it had been put in. It was unknown if the therapy benefit changed after the 2 hours. They discussed therapy and that loss of stimulation sensation is ok as long as the therapy benefit was still good. The role of the manufacturer representative was reviewed. No further complications were reported or anticipated. On (B)(6) 2019 telph (hcp): no new information for the event description.